Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no visible damage to the arm, but the instrument stopped working.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip tang, causing them to be misaligned. The offset at the tang was 0.86 mm. The tangs were not found to be cracked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage during use, as moderate misalignment of grip tangs can occur due to grasping hard tissue or objects, or through collisions with other instruments.